Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met spec. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to company's acceptance criteria. The root cause for the dull knife experienced by the customer could not be determined. (B)(4).

Event description:
A biomedical technician reported a dull knife was noted during surgery. There was no pt harm reported.